Manufacturer narrative:
(B)(4).

Event description:
Additional information received via the patient reported additional information on the previously reported fall and knee replacement. The patient had fallen on their device which was in her pocket at the time on (B)(6) 2015. The patient had a titanium knee replacement on (B)(6) 2015. She didn't think to shut off the device before the knee surgery. The device was not working properly after these two incidents. The patient learned not to carry the urinary device in her pocket. She learned to shut off her device before medical procedures and surgery. She knew that when she shut the device off completely her 'terrible' urge, frequency and urinary pain would be present and extremely uncomfortable to bare.

Manufacturer narrative:
(B)(4).

Event description:
The consumer initially reported that their interstitial cystitis had gotten worse over the past two years. The device had to be set awful high to get proper relief, whereas settings did not have to be that high in the past. The patient had "lots of concerns" with her therapy. Additional information reported that the patient had a loss/change of therapy and there seemed to be an issue with the patient's device. It was noted that the patient was at 8.5 volts on their implantable neurostimulator (ins) but could not go higher (had been like this for a few weeks). The patient stated that according to the programmer, the device was working like it was supposed to. All 4 programs were used but they were not effective. It was stated that the battery might have changed." X-rays were going to be taken to see if the lead was okay. The patient had a hypersensitive bladder and was on medication but the medication was not working. Further information received on (B)(6) 2015 reported that the patient had a loss of therapy and that their bladder symptoms started to act up." The therapy was on but it was thought their ins was "dead." The patient had no falls or trauma in the last couple of months, but did note they did have a fall in (B)(6) 2015. The device was checked and everything was okay." X-rays showed that the lead was okay. The patient was instructed to keep a voiding diary but they did not have 50% or better symptom control. It was also noted that the patient was taking pyridium. Additional information received from the consumer reported that no matter what the patient did, she still had issues with retention, urgency, and frequency. The patient also had reoccurring urinary tract infections: one at implant, one a month ago, and one currently. The doctor and manufacture representative reportedly told the patient that the ins was depleted sometime in (B)(6), but the patient did not see the low battery icon and was still able to make adjustments indicating that the ins was neither depleted nor at end of service. It was clarified that the falls occurred in (B)(6) 2014/(B)(6) 2015, but tests showed that therapy was fine. The patient reportedly lost relief few months ago, noting she had a bladder infection at the time. However, the device was going to be replaced. The reasons for replacement include falls in (B)(6) 2014/(B)(6) 2015; knee replacement surgery where the ins was not turned off; and had to use 8.5 volts on all programs. The reasons listed made the battery deplete and cause loss or change of therapy. Pyridium was prescribed as the patient had interstitial cystitis (ic) pain; the device was used to treat her ic. The device was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.